Event description:
The device was used during a sigmoid resection procedure. Reportedly, there was an incomplete staple complement and the staple line was incomplete. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.